Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 251-253 mg/dl. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended. The cause of the occlusion alarm was unknown. Customer changed the cartridge and infusion set, and did not identify any issues with either or. Customer continued using the pump for insulin therapy.